Manufacturer narrative:
This device was not returned to the manufacturer.

Event description:
The dentist reported a fractured zirconia abutment.

Manufacturer narrative:
The reported fracture cannot be verified as product has not been returned for review. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall. The risk to the patient is remote.